Manufacturer narrative:
Heater cooler unit shut down due to low reservoir levels and dry pump as intended. No fault found.

Event description:
During procedure set-up, it was noticed that the cooler was not cooling correctly. Heater cooler was replaced and case was continued. There was no patient harm.